Manufacturer narrative:
Manufacturer device report 1220648-2024-10205 was incorrectly submitted as a complaint against the impella cp pump, the correct product is automated impella controller, please see below corrections: b1 corrected to product problem. B2 should have been left blank . B5 event narrative updated to reflect correct description. D1 brand name. D2 common device name. D4 model number, catalog number, serial number, lot number, unique identifier (UDI), and the expiration date should have been blank. F6/f8-should have been left blank. H1 type of reportable event change to malfunction. H5 changed to no. H6 code 1942, 4641, 4625, 2993, 3038 wert reported incorrectly. New codes were added to health effect - clinical code, health effect - impact code, medical device problem code, and component code. H8 usage of device changed to reuse. H10 instructions for use should have not been included.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that while on impella cp support the automated impella controller (aic) froze and gave a red alarm. The aic was replaced and the issue resolve. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that while on impella cp support a patient developed limb ischemia. A distal perfusion catheter and fasciotomy was performed to resolve the limb ischemia.